Event description:
It was reported that while inserting the novel peek cage into the pt, it fractured and broke into two pieces. The larger piece of the cage remained attached to the inserter and was easily removed. The smaller fragment was then suctioned from the pt without issue. The pt did not retain a foreign body.

Manufacturer narrative:
Conclusion: unable to determinate root cause.